Event description:
It was reported that balloon rupture occurred. The target lesion was located in superficial femoral artery. A 5.0mmx20mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced for dilation. However, during second inflation at 13 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient condition was good.

Manufacturer narrative:
(B)(6).